Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. It was noted the lv pace impedance was steady at 330 ohms through (B)(6) 2015, then gradually began to rise up to 2000 ohms starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited an increase to high impedance measurements over a couple months and the lv thresholds also increased to high within the same time. The lv lead was replaced and remains implanted, but out of service. No patient complications have been reported as a result of this event.